Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.